Manufacturer narrative:
Patient called and indicated the pump was alarming and that the pack that contained the pump/cassette and medication reservoir was wet. The patient had cleared the alarm before calling, so he could not tell what the alarm was. Had the patient wait for the alarm to be activated again; it was a motor alarm. Had the patient detach the cassette and look at the top of the pump and the bottom of the cassette; no fluid was observed by the patient. Had the patient reattach the cassette to the pump and activate the pump; the pump motor alarmed. Date: 11/30/2007 - contacted the oncology department to get the pump and cassette returned to smi for evaluation. The nurse indicated that as soon as the patient returned with the product someone from the clinic, would contact us about instruction for returning the product. Date: 12/06/2007 - spoke with the infusion therapy room. She stated that she did not know what to do with the pump and cassette, so she spoke with her director, and he instructed her to dispose of the product. No product will be returned for evaluation.

Event description:
Patient called and indicated the pump was alarming and that the pack that contained the pump/cassette and medication reservoir was wet. The patient had cleared the alarm before calling, so he could not tell what the alarm was. Had the patient wait for the alarm to be activated again; it was a motor alarm. Had the patient detach the cassette and look at the top of the pump and the bottom of the cassette; no fluid was observed by the patient. Had the patient reattach the cassette to the pump and activate the pump; the pump motor alarmed.